Manufacturer narrative:
The investigation determined that lower than expected vitros calcium (ca) results were obtained from a non-vitros (biorad) quality control fluid when tested using vitros ca slides lot 0333-0586-2840 on a vitros 5600 integrated system. The investigation concluded that the assignable cause was user error associated with the use of reusable pour off tubes. It is possible the tubes are not properly cleaned or rinsed and could have residue remaining in the tubes that could react with the ca in the biorad quality control fluids. Quality control performance has been acceptable since the customer discontinued use of the reusable pour off tubes. An instrument related issue was ruled out as a contributing factor as precision testing to evaluate vitros instrument performance was acceptable.

Event description:
A customer obtained lower than expected vitros calcium (ca) results from a non-vitros (biorad) quality control fluid when tested using vitros ca slides lot 0333-0586-2840 on a vitros 5600 integrated system. Biorad level 3, vitros ca results of 9.02 and 9.65 mg/dl versus the expected result (biorad peer mean) of 13.3 mg/dl biased results of the direction and magnitude observed may lead to inappropriate physician action if the issue were to occur undetected on patient samples. The lower than expected vitros ca results were obtained when processing a non-patient fluid. Ortho has not been made aware of any allegation of actual patient harm as a result of this event this report corresponds to ortho clinical diagnostics inc (ortho). Complaint numbers (B)(4).